Event description:
It was reported that the device broke two blades during use in a procedure at the user facility. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that the device broke two blades during use in a procedure at the user facility. There were no adverse consequences, no medical intervention, and no surgical delay. The case was completed successfully.

Manufacturer narrative:
Additional information: d4 a full gtin is not available as the serial number is unknown.